Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had issues with the infusion set leaking on the site. They noticed the leak because the infusion set was wet and they could smell it. They had changed the infusion set. The customer's blood glucose level during the incident was about 423 mg/dl. They did not mention how they treated the high blood glucose. The customer declined to check for the presence of air bubbles. They also declined to check their settings. They were unable to troubleshoot for the high blood glucose as the customer was not home.